Event description:
During an initial implant procedure, when connecting the right ventricular (rv) and right atrial (ra) lead to the device, a loss of capture resulting in a loss of pacing and high pacing impedance was observed. The leads were disconnected and reconnected and the same electrical anomalies occurred. An anomaly in the connection with the header was suspected. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported complaint of defective device, failure to capture, no pacing and pacing impedance anomaly was not confirmed. As received the device was in normal range of operation. The results of all electrical test performed including capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.